Manufacturer narrative:
The lot number provided is not a valid lot number. Additional information has been requested however not received. See related report #: 0001313525-2017-00107.

Event description:
Due to a cataract an iol from another company was implanted in the right eye in (B)(6) 2016. During this procedure the following bausch + lomb products were used: bl5110, ocucoat and bss. Approximately three months after the procedure, the patient presented an intense inflammatory/infectious reaction of the crystalline lens. As a preventative measure a vitrectomy procedure was performed with the removal of the iol and the capsule. Currently the patient is undergoing drug treatment (not informed with which medicines) and presents apathy and sees figures. A bacterioscopy was also performed but was inconclusive. Results of an additional culture test are pending. The physician suspects a possible fungal contamination in one of the products used in the iol implantation procedure. There are no products available for analysis.